Event description:
The pt was a male with 3-vessel disease. Medications at baseline were aspirin and clopidogrel. The indication for the index procedure was stable angina pectoris. Medications during the procedure were aspirin, clopidogrel, and heparin. The target vessel was the proximal left anterior descending artery. Vessel diameter was 3.5mm and the lesion length was 12mm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo, not ostial, irregular contour, not angled, eccentric, and had little or no calcification. A 6f guiding catheter was used. The lesion was pre-dilated with a 2.5x 12mm balloon at 16atm. A 3.5x 18mm cypher select plus stent was deployed at 16atm with suboptimal results. After deployment, a distal type b dissection was detected. A 3.5x 23mm cypher select plus stent was deployed at 16atm to treat the dissection. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged the following day. Medications at discharge were aspirin and clopidogrel.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.